Event description:
It was reported that this right ventricular (rv) single coil lead exhibited intermittent high out of range shock impedance measurements, including a recent measurement value of 150 ohms. Boston scientific technical services (ts) noted that there were various high out of range shock impedance measurements over the last year, including a measurement of 140 ohms a year ago. Ts indicated that this may be due to calcification on the rv lead and suggested to the boston scientific representative (rep) to perform a commanded maximum energy shock of 41 joules to assess the true delivered shock impedance value. The lead remains in service. No patient symptoms or adverse patient effects were reported.